Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device through high magnification found the balloon had a pinhole in the middle section of the balloon. It was also noticed that dry contrast was inside the balloon. Functional analysis cannot be performed due to the balloon lumen being occluded and it was not possible to unblock it. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the contrast leaked from the balloon. The procedure was completed another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.